Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: a gore® viabahn® vbx balloon expandable endoprosthesis with heparin was inserted into an 8fr sheath without issue. The device was inflated and the stent deployed without issue. The balloon was deflated and pulled back to remove from patient. The physician met significant resistance trying to remove the catheter from the patient. During this resistance the catheter hub dislodged from the catheter. The wire and catheter were removed with no further issues.

Manufacturer narrative:
Additional manufacturer narrative: gore has received additional information regarding the event originally reported. The additional information received confirms this event is not considered a malfunction and therefore is not a reportable event. The catheter hub dislodged from the catheter outside the patient.